Event description:
Literature was reviewed regarding a patient who underwent surgical explantation of a medtronic 26 mm evolut r transcatheter aortic valve due to ¿acute ar (aortic regurgitation) caused by right coronary cusp prolapse and severe dyspnea (nyha functional class IV).¿ the explant surgery occurred approximately six years after evolut r implant and was conducted using a minimally invasive endoscopic approach and a ¿lasso technique¿ that utilized two purse-string sutures to gently remove the valve. After removal, the patient¿s native valve was replaced with a non-medtronic surgical prosthesis (perceval). The patient was discharged nine days after the surgery without complications.

Manufacturer narrative:
Citation: kim jy, park dw, yoo js. Totally endoscopic approach for tavr explantation and subsequent surgical avr using a 3d endoscope system. Jacc case rep. 2025;30(21):104432. Doi:10.1016/j.jaccas.2025.104432 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.